Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer reported that the unit has an error code message of da pcba adc (data acquisition/printed circuit board assembly/ analog digital converter) reference failed. The customer reported that the error code message occurred on at least two occasions. The unit was in clinical at the time the reported issue was discovered; however, there was no harm to the patient.

Manufacturer narrative:
Patient/user involvement: through follow-up, device evaluation: the servicing center received the unit for evaluation. The repair technician performed inspection and found the nav-ring out of service and no other problem was found. The repair technician completed the preventative maintenance (pm) and the device is ready for clinical use. Resolution and disposition: no parts replaced due to repair technician found no problems found with the unit beside the navi-ring is out of service. Conclusion: the determination could not be made that the device failed to meet specifications. The device was not being used for treatment when the reported event occurred, and there is a relationship of the device to the reported problem. Root cause: the root cause could not be determined at this time.

Event description:
The customer reported that the unit has an error code message of da pcba adc (data acquisition/printed circuit board assembly/ analog digital converter) reference failed. The customer reported that the error code message occurred on at least two occasions. The customer stated that there was no patient involvement.